Manufacturer narrative:
Physio-control evaluated the device, and observed that it would not power on dc source. Physio replaced the main pcb assembly, and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced main pcb assembly at the failure analysis center, and was not able to duplicate the power on failure discrepancies. However, the assembly generated an intermittent fault code disabling the device until the code was cleared. The root cause for the intermittent generation of fault code was determined to be the u23 ic chip from the main pcb assembly.

Event description:
It was reported that the device failed to power on with battery. There was no report of patient involvement with the event.